Event description:
New information received notes that post-paced t-wave oversensing continued to be seen. The patient remained asymptomatic. Additional programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Recommended programming changes were not made at this time. Subsequently, the non-sustained lead noise due to post-paced t-wave oversensing recurred. Programming changes were made. There were no adverse consequences to the patient.